Event description:
It was reported that an unspecified malfunction alarm occurred. Specific blood glucose values were not provided, but it was noted to remain between 54-500mg/dl, indicating no adverse impact on the customer's blood glucose levels. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method, and the decision was made to replace the faulty pump. Technical support provided instructions for returning the malfunctioning pump and confirmed the shipping address for the replacement.